Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. In an update posted 31 oct 2023 it was reported surgery took place where the ipg was replaced with an eterna ipg. The device was relocated up on the same side. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site. Surgicial intervention took place on (B)(6) 2023, during which ipg was explanted and replaced. Therapy was restored post-op.